Event description:
I had a lumpectomy for breast cancer in (B)(6) of 2020. My breast surgeon placed a biozorb device during that surgery. The biozorb was not absorbed by my body. I had to have it surgically removed on (B)(6) 2024. So basically I had to have a second lumpectomy just because of this device. It was palpable in my breast the entire time it was in there. It never got smaller. For most of that time, it was visible under my skin, particularly when I raised my arm. I experienced discomfort and pain at the site, especially when I used a backpack, because of where it was placed. I also experienced fat necrosis and scarring around the device. I can share medical records with you, but I'm not sure what would be most useful so I didn't include anything in the "relevant tests/laboratory data section below".